Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to have failed during a surgical procedure. The right ventricular (rv) lead exhibited oversensing of non-sustained ventricular tachycardia episodes during the same time that the possible device failure was observed. The device and lead remains in use. No patient complications have been reported as a result of this event.